Manufacturer narrative:
(B)(4). Method: device history reviewed. Results - device history found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined as the device performed according to specification during laboratory testing. Analysis: upon receipt at medtronic 's quality laboratory, all leaflets were slightly stiff but flexible. This finding is expected since the valve went through decontamination process that includes a high concentrate of a tissue fixation and along with the blood contact are both known to cause stiffness of the tissue. All leaflets were intact. Hydrodynamic pulse duplication testing with high speed video observation showed normal, full opening and closing leaflet motion with no evidence of leakage. Flow through the valve was documented using echocardiography, digital high speed imaging and flow meter assessment. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis could not duplicate the clinical observation as the valve functioned within specification during laboratory testing.

Event description:
Medtronic received information that this valve was abandoned during implant due to regurgitation. There were no adverse patient effects reported.